Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called and reported the customer received emergency medical assistance due to a low blood glucose on (B)(6) 2019 with blood glucose of 29 mg/dl at the time of the incident. The customer was sleeping and would not wake up as they were in a diabetic coma. Emergency medical services was called and performed cardiopulmonary resuscitation. The caller stated the customer was connected to the insulin pump to the best of their knowledge. The caller did not know if the customer was using auto mode at the time of the event. Troubleshooting was not completed as the customer has not been discharged from the hospital. The caller stated they did not live with the customer and were not sure of the details regarding their insulin pump therapy. The insulin pump will not be returned for analysis.